Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the defibrillation portion of the operational check. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.

Event description:
It was reported to philips that the device failed the defibrillation portion of the operational check. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation. One power pca was returned for failure analysis. The reported problem was verified during lab testing. An open circuit was found on transistor q5, confirming transistor q5 was defective.